Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked by the front right and left bottom corners and visible contamination. The event history log was reviewed and there was a "force sensor background" error found and nothing pertaining to the broken top case. Visual inspection, the power up process and infusion/occlusion tests were performed. The reported issue was unable to be duplicated when using the same infusion rate as customer ( 300 ml/ hr). The broken top case issue was confirmed during visual inspection. The cause of the force sensor issue is unknown since the force sensor readings are all within specified manufacturing tolerance. No load pressure 0=38 counts =-0.11 lbs. 5 lbs.=4.59 lbs. And 15 lbs.=13.37 . There was no visible damage or contamination inside the plunger head. Physical impact to the pump by the user caused the broken top case. The force sensor, plunger cable and plunger board were replaced as a preventative measure. The top case was also replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a failed force sensor and a broken top case. There was no patient involvement and no additional information.